Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Crack was found on right plunger case. Primary audible alarm post was found in the event history log. Reported problem was able to be duplicated during power-up test. Pump is over 12 years old. The root cause of the reported issue was found to be interconnect board not operating as intended. Actions were taken to mitigate the reported issue: replaced speaker, interconnect board and performed maintenance.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A primary audible alarm post error was found at power up. The customer reported product problem was occurring because the interconnect board was not operating as intended. The problem source of the reported product problem was unknown. A root cause was not established. The interconnect board and speaker were replaced on the pump.

Event description:
It was reported that the medfusion pump exhibited a watch dog failure alarm. No patient injury or complications were reported in relation to this event.